Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -9.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Angle closure with elevated iop (35 mmhg) and excessive vault was observed. "After an additional lpi, with a round of diamox, combigan, and simbrinza the iop did respond." Enlargement of pi, yag, and the anterior chamber irrigation/evacuation of visco/fluids, and additional sutures were done on (B)(6) 2018, per reporter as of (B)(6) 2019 the patient has pain and photophobia. Per reporter as of (B)(6) 2019 the patient's acuity is correctable to 20/20 ou. Reportedly "patient is not interested in replacement at this time."

Manufacturer narrative:
The reporter indicated that a 13.2mm micl 13.2 of -9.0 diopter implantable collamer lens was implanted into the patients left eye(os) on (B)(6) 2019. Angle closure with elevated iop (35mmhg) and excessive vault was observed. "After an additional lpi with a round of diamox; combigan and simbrinza the iop did respond." Enlargement of peripheral iridotomies; yag and the anterior chamber irrigation/evacuation of visco/fluids and additional sutures were done and lens was explanted on (B)(6) 2019. (B)(4).